Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00 +21.5 diopter) was removed and replaced in the same procedure as doctor noticed a tear in the capsule of patient's operative eye after implanting the lens. Reportedly, there was no problem with the lens. Incision was enlarged and a vitrectomy was performed. Different model lens was used as replacement lens for the benefit of the patient. Patient left in good condition. Lens was accidentally thrown away after case. No further information provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.